Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-00963. It was reported the patient was not receiving effective therapy due to high impedances on both leads. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads. Post procedure effective therapy was restored.